Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, it was reported that the extension line was coiled/kinked, which would cause an incomplete prime resulting in air bubbles in the patient line. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air in the patient line of a homechoice cassette without an alarm. This occurred during fill one of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, it was found that the patient line was not properly primed prior to initiating the therapy due to kinked tubing. The technical service representative assisted the caregiver with ending therapy. The caregiver would setup therapy with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.